Manufacturer narrative:
A ge service representative preformed an on site investigation. The collimator closing failure could not be duplicated. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the collimator on the 9900 system closed down during a case. Also, the 9900 system had missing and mixed up images. The system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.